Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, a vasoseal elite was deployed. The physician reported that following the deployment, the pt exhibited symptoms of a faint pulse in the foot, a cold leg, and some discomfort. An ultrasound was performed and the physician confirmed that there was a filling defect in the artery. He believed the filling defect to be from the collagen. The physician was in the process of training in the deployment of vasoseal elite and the datascope representative was present for the deployment. At the time of the deployment a large amount of pulsating blood was present after the tissue dilator was advanced. At the time this was attributed to high blood pressure. However, the datascope rep mentioned to the physician that this was more blood than is normally seen. Following the deployment, hemostasis was achieved and no immediate complications were observed.